Event description:
False negative - diagnostic cells outside field of view (fov) with no trigger cells in fov. Observed abnormal cells that were not located in the 22 fov selected by the imager. Two small groups of abnormal cells present on the slide. Predominately intermediate cells along with ghost rbcs in background (possibly due to menses.) Case was signed out as asc-h. Slide being returned for further study. Investigation ongoing.

Manufacturer narrative:
Investigation ongoing.